Event description:
The foley catheter fell out. Balloon did not stay inflated. No patient harm.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation.

Event description:
The foley catheter fell out. Balloon did not stay inflated. No patient harm.

Manufacturer narrative:
Qn#(B)(4). The device lot number was not provided; therefore a DHR review could not be conducted. There was no complaint sample returned for investigation. Therefore, no physical assessment could be conducted. In the absence of any actual or representative sample for investigation, we could not further investigate to identify the actual root cause of this reported failure. Therefore, this complaint could not be confirmed.